Event description:
Information received indicates loss of capture also occurred.

Manufacturer narrative:
The reported events of failure to capture, pacing and sensing issues were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis performed, including output verification and sensitivity test, which showed normal device characteristics without any anomalies contributing to reported event of capture problem or sensing issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited far field oversensing and inappropriate pacing. Fluoroscopy confirmed the lp micro-dislodged. The lp was explanted and replaced. The patient was stable.